Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report an anti-freeze leak from an (B)(4) clinical chemistry analyzer, onto the floor. There is no evidence of coolant leaking in the cuvette wheel compartment. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event on (B)(4)2011. The fse found the leak was due to a loose clamp. The fse installed a new clamp and observed no further leaking. Repair was verified per established procedures and results met published performance specifications. The fse checked the laboratory's other (B)(4) clinical chemistry analyzer and observed that the clamp on this analyzer was also loose. The fse installed a new clamp on this analyzer. This event is reported in a separate MDR # 2050012-2011-05961. (B)(4).